Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of a driveline power fault alarm and a backup battery fault alarm were both confirmed via the provided log file. The log file captured a driveline power fault alarm on (B)(6) 2025 correlating to the system¿s power-b line. The alarm remained active throughout the remainder of the data, and the alarm did not prevent the system from operating as intended. The log file also captured intermittent backup battery fault alarms occurring throughout the data that occurred whenever the black power cable was routinely disconnected from external power. These alarms resolved after the black power cable was reconnected to power. The system controller (serial number: (B)(6) was not returned for analysis, and available information for this event indicates that the system controller remains in use. Questions regarding the event were asked multiple times and no responses were received. The root causes of the reported events were unable to be conclusively determined through this analysis. A corrective action was initiated to further investigate backup battery fault alarms with an unknown root cause. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿, and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿, instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault and driveline power fault alarms. The heartmate 3 patient handbook section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic with a driveline fault alarm. Log files were submitted for review. The event log file confirmed the reported driveline power (b) faults. The pump itself was unaffected by the faults and appeared to have been operating normally. The event log also contained emergency backup battery faults unrelated to the power faults issue. The equipment was exchanged, which was reported to have solved the alarms. The site also stated that the connector looked good following the equipment exchange.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.